Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 medical device problem code was updated/corrected and repopulated accordingly.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical details indicate that left ventricular perforation occurred during impella 5.5 s2 insertion for ventricular septal perforation (vsp) patch closure. The perforation happened while the device was facing the posterior wall and during a vsp rotation maneuver on the posterior wall of the left ventricular septum. Cardiopulmonary support was started, the impella was removed, and vsp patch closure plus left ventriculoplasty was performed. The cause of the cardiac perforation was most likely use-related, associated with device positioning and procedural technique during the vsp rotation maneuver. Clinical details indicate that from the time of insertion, the impella was facing the posterior wall, making it difficult to properly position. The device may have been close to or interfering with the left ventricular wall, contributing to the perforation. The cause of the device in wrong position was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
It was reported that during implantation of an impella 5.5 the patient suffered a perforation of the left ventricle. Cardiopulmonary bypass was established with impella insertion to perform ventricular septal perforation (vsp) patch closure, but the left ventricular perforation occurred during impella insertion. Cardiopulmonary support was started, the impella 5.5 was removed, and vsp patch closure and left ventriculoplasty were performed. The impella was facing the posterior wall, making it difficult to properly position it from the time of insertion. The height of the aortic clamp was checked and slightly deepened (approximately five centimeters from the aortic valve to the aspiration site, but since it was originally facing the posterior wall, it may have been close to or interfering with the left ventricular wall). This is one of two related reports. This report represents the impella 5.5 and another report was submitted to address the impella cp. Refer to section h10 for the related report number.